Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some noise and episodes of mode switch noted on the right atrial (ra) lead and increased high voltage impedance noted on the right ventricular lead. The device was reprogrammed to resolve the event and the patient was in stable condition.